Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a possible detached sensor wire on (B)(6) 2014. Patient stated that upon sensor deployment, sensor wire was still attached to the device. The wire then fell to the floor and patient was unable to locate it. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.